Event description:
Per the clinic, the patient experienced skin overgrowth, swelling and an infection around the abutment. Subsequently, the patient was treated with antibiotics (specific date and duration not reported). Additional information has been requested but has not been made available as of the date of this report.